Event description:
The user facility reported that during sampling, liquid leaked from beneath the piston, resulting in the spillage of cytotoxic drugs into the preparation cabinet. The leakage of chemotherapy drugs poses a significant risk to healthcare personnel due to potential exposure. The incident occurred pre-treatment and did not involve any patients.

Manufacturer narrative:
The details of the actual condition were unable to determine the sample as it was not available for evaluation. The retention samples were visually inspected and confirmed to be free of any damage or molding-related defects that could lead to the complaint. The samples underwent functional testing and passed; no syringe leaks were found. There was no issued nonconformity report related to human error during lot production. Our molding machine has validated parameters that are checked during the start-up operation of each lot. We have an automatic machine inspection system in our process. This can trap and automatically kick out deformed injection gasket by checking faulty engagement (between ig and plunger) and peeled injection gasket. These sensors are challenged twice a week through dummy checking to assure the accuracy of the inspection system. An initial product inspection check (ipic) is performed during the molding process during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects on the barrel, ig, and plunger that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the barrel, plunger, and injection gasket is in good condition. All samples passed the test. During syringe assembly, we have product checking conducted every hour wherein part of the check items was ig fit and ig deformation. All samples passed. We have boxing in-process inspection conducted every hour wherein part of the check items is damaged and deformity on the assembled syringe particularly on the injection gasket and barrel. We have a functional test in-process inspection conducted at every start and end of the lot. Part of this inspection includes leakage at gasket sealing and gasket fit force. All samples passed. Before shipment, we have an outgoing inspection to check the overall condition of the products through visual and functional checks. All samples passed. Based on records, the supplied barrel, plunger, and injection gasket were molded in-house, using tpc molding machines. There were no non-conformities found during the production of the supplied molded-part lots. A total of twenty (20) complaints were received in the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. We could not identify the root cause of the problem based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have automatic inspection systems installed in our process that can trap and reject defective plungers and faulty engagement between the injection gasket and the plunger. The complaint lot has passed the outgoing inspection for visual and functional tests conducted before the shipment of the product. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.